Event description:
Customer reported the burette came apart at the top during an infusion of mesna, causing the chemotherapy agent to leak. No pt or staff harm reported and no medical intervention required. No other event details available. The IV set was requested but not received to date. A f/u report will be filed if product is received in the future.

Manufacturer narrative:
Manufacturer's report date: 12/24/2008. Pt information requested and all available information is included. This report was filed by the manufacturer.